Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was an informational power on reset (por). The por wasn't related to an overdischarge event. The patient stated the ins was charged. There were no falls or traumas related to the issue. The patient hadn't had any recent medical tests or emi environmental exposure. The steps for clearing the por were reviewed. The patient was successful in clearing the por. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they just turned the remote on to check the level of the battery and there was no change in activity at all as circumstances that led to the power on reset (por). No further complications were reported.